Event description:
Patient noted to have aspirated small plastic nose piece of alar spo2 sensor. Was detected by surgeon doing tracheostomy (not related to foreign object). Plastic piece was removed by fiberoptic bronchoscopy and planned tracheostomy and gastronomy tube placement were continued without complication. No apparent adverse outcome for patient. Diagnosis or reason for use: used as detector of oximetry in patient. Is the product compounded: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.